Event description:
The customer reported to olympus, the video system had an igniter issue during preparation for use for an unknown procedure. The device displayed a lamp error a and b message. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation determined there was no lamp installed on the unit. In addition, the battery was dead and was not holding settings. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and additional information provided by the customer. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The investigation determined, the likely issue of the igniter issue was, that there was no lamp installed on the device. Both the main and spare lamp were missing. The investigation could not determine, the cause of why both lamps were missing. Olympus will continue to monitor the field performance of this device.

Event description:
The procedure was completed with a similar device. There was no delay in the procedure. The customer was unable to provide further details.